Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported smelling insulin after giving patient a bolus; noticed the infusion set had broken off where the tubing needle goes into the head part of the cannula. Caller stated the little plastic tube had broken. No adverse event reported. Requested return of the alleged device for evaluation.